Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to omsc. Omsc connected the subject device to the video system center, but the reported image loss was not duplicated. The electric wires and solder conditions in the video connector were checked but no irregularities were found. In further investigations, the reported phenomenon was reproduced during warmed the subject device, but the error message of not e206 but e216 (scope communication error) was displayed. From this, it is assumed that this phenomenon occurred due to breakage of electronic parts on the circuit board inside the video connector. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but this phenomenon was possibly occurred due to degradation of the electronic parts, since the circuit board had not been repaired for about 5 years.

Event description:
Olympus was informed that the user facility experienced an image difficulty with snow noise and the error message of e206 (focus function err) is displayed during unspecified procedure. After the phenomenon occurred, the user facility disconnected and reconnected the subject device to the video system center, and the monitor image was displayed properly. So the user facility continued the procedure. After that, the same image abnormality occurred several times, but the user facility completed the procedure using the subject device. There was no patient injury in this event.